Event description:
It was reported that the device went to eri (elective replacement indicators) in 42 months, and the physician believed the battery did not perform to expectations. It was also reported there were high outputs, low impedance, and high pacing frequency. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: did not meet expected longevity, cause unknown. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.